Manufacturer narrative:
(B)(4). Date sent: 09/05/2025. D4: batch #a97543. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with no apparent damage and with a gst45w reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters echelon 3000 is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97543, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the ech45l was loaded with gst45w, sitting on the mayo stand, not being touched by anyone or touching any other devices or instruments. Ech45l fired on its own and completed a full firing sequence. The device had not yet been used inside the patient. The reload that was in the device and fired was going to be the first firing for the ech45l. The surgical team stated that the red safety was engaged and not off during this occurrence. Surgeon was working at the robotic console and states he was the closest one to the device at the time and heard it fire. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/15/2025. B3: only event year known: 2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a97c8a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.